Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a device manufacturer representative. It was reported that the patient still had the same issue. No troubleshooting had been performed since (B)(6)2018. The pump was refilled on (B)(6)2018 where expected reservoir volume (erv) was 2.6 ml and actual reservoir volume (arv) was 3 ml. The patient had a personal therapy manager (ptm) that did not work well and they disabled pa(patient activated) dosing. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not feel like the pump was working, however, based on interrogation and event logs, the pump appeared to be working. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the device manufacturer representative. It was reported that volume discrepancies were normal. Patient's symptoms were sweating, shaking, feeling nauseous. There was no device issue. Additional information was received from a healthcare provider indicated the pump was not working correctly and ¿giving him a hard time.¿ the pump was ¿not delivering medicine the way it was supposed to.¿ this had been going on for several months. It was noted there were no alarms, no volume discrepancies, and the technician clarified and asked about patient getting symptom relief and the hcp stated the patient was not getting relief ¿at all¿ and it ¿had never really worked since putting it in.¿ it was further reported a dye study was not an option as the implanting physician had elected to not get involved so they wanted to stop the pump for two weeks and see how the patient did on alternative pain control. The option of minimum rate mode was reviewed. It was asked and unknown if this was a sudden or gradual change in therapy/symptoms. The pump never really worked since put in (B)(6) 2017 (implant date was (B)(6) 2017). The hcp also stated that the pump was not working correctly for ¿several months.¿ no further complications were reporte d/anticipated or expected. Dosage of fentanyl was reported to be 400.5 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-24. It was reported that the cause of the patient's symptoms was unknown. The dye study was performed on (B)(6) 2017 and the catheter was found to be patent and intact. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a consumer on (B)(6) 2018. It was reported that the patient had been having intermittent episodes of drug withdrawal since implant. The onset was considered sudden. When the patient felt the pump wasn't working, he was laying on the couch, sick, sweating, going through withdrawal, freezing, and hot all at the same time. The symptoms would occur for a few days, and then subsided. It was later noted that it could be between 12 and 24 hours, but not more than a day. It was further noted that sometimes the patient would go a week without having any issues. When the pump would start working again, the patient's symptoms improved within an hour. Per the patient, when he felt the pump was not working, there were not any alarms coming from the pump. Pump logs were checked again and no alarms were noted. Logs showed that everything was ok and there were not any motor stalls. It was noted that they were considering testing the catheter again and doing additional testing on the pump, and the patient mentioned something involving taking the medication out. The patient did not have a ptm anymore on (B)(6) 2018, but he had one before. Per the patient, the only code he ever saw come up on his ptm when he had one was 6317. When it was reviewed that there was no 6317 code but there was an 0617 uplink code, the patient said that could have been it. When the patient saw the code, he would just try again and the ptm would work. It was noted that the patient started with morphine in the pump, but had trouble with it. The patient reportedly had an allergic reaction or some type of reaction, so they switched him to fentanyl. As of (B)(6) 2018 the patient was still receiving fentanyl (1500mcg/ml at 450mcg/day). It was noted that they just couldn't get the patient's pump working right.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient felt that the pump was not working. He had increased pain that came on gradually. He felt his ptm (personal therapy manager) was not working because he was not getting pain relief when he used the ptm boluses. He was seeing a successful check mark on the ptm, but did not feel pain relief. Last night he was sweaty and had an upset stomach. Last week he was not getting pain relief, he then did get relief over the weekend, and now again since sunday he had not been getting pain relief. The patient said this had been happening off and on since the pump was implanted. The patient had an MRI today at the patient¿s request because he had been in so much pain. The event logs were check and showed a motor stall and recovery from the MRI today. No additional issues were noted in the eve nt logs. The reporter was not aware of any volume discrepancies. The patient said they were going to be performing a dye study this wednesday to check the catheter. No further patient complications have been reported as a result of this event.